Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically misalignment during insertion and/or improper bone preparation. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On 02/13/2024, it was reported by a facility representative via email that an ar-1923bc biocomposite sutureloc anchor broke during surgery. This occurred during use in a case with no patient effect. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.